Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported it was unknown what interventions were taken. The patient had sent an email that stated her symptoms were better but it still took forever to charge and the charge would run out quickly.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0349106v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A health care provider (hcp) reported the patient was charging too often. The patient used to charge every four days, but now they were charging every two days. There had been no recent reprogramming or group changes and the patient had not needed to increase stimulation. The patient had a bilateral mastectomy and since then the implantable neurostimulator (ins) position had changed and the ins protrudes more form the skin compared to before surgery. The ins did protrude evenly from the skin and was not tilted. Typical coupling was eight bars and the ins was at 50 percent the day prior to this report. The ins was programmed to c+, 2- at 3.7v, 210 usec, and 185 hz with a therapy impedance of 452 ohms. A recharge calculation was done and ins was estimated to be low after six days and discharged after eight days. The patient also had lost all coupling while charging in addition to getting full coupling. Prior to the surgery, the patient was able to walk around while charging and not have an issue with coupling, but since the surgery the patient had to lie down and hold the antenna over the ins to maintain coupling. The patient did not use the recharger harness since it did not work for them. Following the surgery the patient had a loss of therapy and a return of symptoms due to the surgery and anesthesia. The patient recovered from this and they no longer had any therapy issues. No reprogramming had been done since the surgery. The patient also had post mastectomy pain which resolved over time, but they had tenderness there close to the ins site. The patient's indication for use is dystonia and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.